Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 07-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("suffered with severe pain on my left side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), alopecia ("hair loss") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (essure removed with fallopian tube). At the time of the report, the pelvic pain, mood swings, alopecia and dysgeusia outcome was unknown. The reporter provided no causality assessment for alopecia, dysgeusia, mood swings and pelvic pain with essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.